Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and a loss of capture. A sudden jump in threshold was indicated to have begun months prior which lead up to the current high thresholds. It was also observed that the right ventricular (rv) lead had a high number of v-v intervals on the sensing integrity counter (sic). The ra and rv lead both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.